Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated they were trying to increase setting. Patient stated she only does see power on reset (por). The patient first saw por message a few days ago to a week in (B)(6) 2017. The patent reported suddenly going to bathroom in the past week or so. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient noticed that they had more time in the bathroom and then they could not get "mo's" to change setting on machine. The patient made an appointment with their urologist. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.